Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 506 mg/dl and she received a no delivery alarm on her insulin pump. The customer treated her blood glucose with an insulin pen. She stated she changed everything and the insulin pump said no delivery. The customer declined troubleshooting at that time. Nothing further was reported.